Event description:
Pt complained of shortness of breath while receiving dialysis treatment utilizing a perm catheter/central venous catheter. When pt sat up erect in the chair the catheter became dislodged. Pt became unresponsive requiring CPR. Pt was transported to the local ER/hospital where she later expired.